Event description:
A 6f amgop-seal sts plus device was used to seal the femoral arteriotomy site post percutaneous procedure. Five days later the patient complained of claudication and followed up with the physician. A repeat angiogram done '05 revealed very little flow distal to the original sheath access site. The patient underwent surgery for revascularization.

Event description:
Additional information provided to st. Jude medical revealed the pathology report stating there was no evidence of foreign substance present in the removed specimen taken at the time of the surgical revascularization. The pre-deployment angiogram suggested a filling defect at the sheath insertion site, according to the st. Jude medical clinical representative.